Event description:
Pt experienced vertigo, syncope and 3 falls. Cardiologist tested pacemaker implanted in 1990 in ft worth, tx and determined that it had malfunctioned. Cv surgeon at time of surgery stated ventricular pacemaker lead had failed. Lead and generator were replaced. Old lead and pacemaker were preserved for release to the MFR.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, battery failure - accelerated depletion, electrode failure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.